Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the prong had detached from the event unit. Engineering observed that the detached prong was missing a bend. Based on the condition of the event unit and the description of the event, the reported event was caused by a missing bend at the end of the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendix. While using retrieval system metal part broke. Noticed on removal of shaft (outer case) metal rod was still insitu with specimen. Notified surgeons. Safely removed from surgical field. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: surgeon retrieved metal rod from patient.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendix. While using retrieval system metal part broke. Noticed on removal of shaft (outer case) metal rod was still insitu with specimen. Notified surgeons. Safely removed from surgical field. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: surgeon retrieved metal rod from patient.